Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth in the posterior side due to a fold flaw opening.

Event description:
The device was explanted.